Manufacturer narrative:
A product investigation was completed: the screw show signs of usage and some small damage (overall - including head and shaft thread), but otherwise is the screw in a good condition. As this is a self-tapping screw, bone must be pre-drilled before screw insertion, but it cannot be confirmed if this had been conducted. However as the tip of the screw is in good condition and does not show any signs that is had been inserted into the bone under pressure. We are not able to determine the exact reason for this reported problem, but it is likely that during the operation an application error may have taken place. The device history records for this article and lot number was reviewed and this part was manufactured according to specifications in september 2014 with no issues or deviations during the process. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Not explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the manufacturing location: (B)(4). Manufacturing date: 8th september 2014, expiry date:1st august 2024, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the surgery, the surgeon had difficulty in inserting the reported ti locking screw despite of his many attempt. Eventually, the surgeon proceeded the surgery alternatively using a cortical screw and completed the surgery with a 15 minutes surgical delay. No adverse consequences to the patient were reported. (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Complainant part was not implanted or explanted during the procedure on (B)(6) 2015. Due to the encountered event, the procedure was completed with an alternative device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.